Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose results were 179 mg/dl, 126 mg/dl, 49 mg/dl. Tests were done < 10 minutes apart with a difference of 65%.patient did not experience any adverse events. No further information has been reported.